Manufacturer narrative:
The reported event of high impedance/break was confirmed. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30682. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the leads had fractured. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.